Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record and previous repair record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformance's, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On 14 may 2019, it was reported from (B)(6) that the handle on a mesher did not fit properly. The customer returned a zimmer skin graft mesher serial number (B)(6) as well as 1.5:1 cutter for evaluation. Evaluation of the device on 29 may 2019 noted that the roller and ratchet gear were damaged not allowing them to engage with each other. The sideplates and the roller gear were also damaged on the device and the calibration was out of specification. Despite being out of calibration, the mesher still produced a passing test cut. Both of the returned cutters produced incomplete cuts and were deemed non-repairable. Repair of the mesher occurred the same day and involved replacing the roller and ratchet gear. The technician then recalibrated the device and verified that it was functioning as intended and the mesher was returned to the customer without further incident. The device was tested, inspected, and repaired. Reference number: (B)(4) on 14 may 2019. While the service technician found that the ratchet gear and roller were damaged, both failures that would prevent the handle from attaching properly to the mesher, it cannot be determined from the information provided as to what caused the damage to these components. As such, a specific cause of the reported event cannot be determined. During evaluation, it was found that two previously deemed non-repairable cutters were returned with the mesher and both were found to have produced incomplete cuts. The instructions for use for the zimmer skin graft mesher notes that a damaged cutter may result in a less than optimal mesh pattern and can cause further damage to the mesher. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the skin graft mesher handle didn't fit properly. Upon investigation, it was discovered that the returned cutters did not produce passing cuts. No adverse events were reported as a result of this malfunction.